Event description:
Through maude database, the following report was located: report: shiley 8dct event type: injury pt outcome: disability; hospitalization life threatening event description: my husband was in the hosp to have a tracheostomy done and within a few days, the cuff would not stay blown up. They did replace it but within about a week, week and a half, the very same thing happened again. Event reappeared after reintroduction?: yes. Brand name: shiley 8dct. Type of device: shiley device. (B) (4). Device available for eval: no. The first tube referenced in report (B) (4) has been reported on 2936999-2010-01020.

Manufacturer narrative:
The maude report did not release any reporter info and therefore, contact could not be made to follow up with the reporter. The lot number is unk and therefore, the date of manufacture cannot be determined. There is no sample returning for analysis. No analysis or conclusions can be made without the device. (B) (4)